Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion for lateral slipping syndrome. It was reported that after insertion ofthe cage, the position of the cage was poor, so an attempt was made to remove the cage after closing it, but the cage did not completely close. There was a delay of less than 60 minutes in overall procedure time. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 6068073, lot # 0945946w - visual and optical inspection confirmed the cage was returned with dried bio matter inside the inner mechanism. Once the implant was properly cleaned a functional test confirmed the cage was able to expand and collapse without any issue. The implant functions as intended. No fault found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.